Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A complaint was received via social media reporting a signal loss with the adc device and customer was unable to obtain readings and receive glucose alarms. As a result, customer was not alerted of changes in glucose level and experienced shaking and was unable to self-treat, requiring treatment of juice by third-party. There was no report of death or permanent impairment associated with this event.

Event description:
A complaint was received via social media reporting a signal loss with the adc device and customer was unable to obtain readings and receive glucose alarms. As a result, customer was not alerted of changes in glucose level and experienced shaking and was unable to self-treat, requiring treatment of juice by third-party. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed on the returned applicator and cap, no issues were observed. The applicator has been fired correctly. Visually inspected sensor patch and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 6 (indicating early termination). No abnormalities were observed with the sensors data. Therefore, issue is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.